Manufacturer narrative:
Additional e1 (phone number): (B)(6). B2: other serious - there was no reintervention but there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards was notified of a pascal precision ace procedure performed in the tricuspid position. Six months after the procedure, a single leaflet device attachment (slda) was identified. At baseline, the patient had massive (grade 4) secondary/functional tricuspid regurgitation (tr) and dense chordae affecting the grasping area. During the index procedure, two pascal ace devices were implanted, resulting in a reduction of tr to mild (grade 1). At the 1 month follow-up, a transthoracic echocardiogram (tte) showed that the postero-septal pascal ace device appeared less stable. At the 6 month follow-up echocardiographic evaluation, a slda of the second (postero-septal) pascal ace device was confirmed, with a resulting increase in tr to approximately grade 2 to 3. According to medical opinion, the slda was likely caused by the good ejection fraction, as there was very good septal leaflet grasp during the intervention. The patient is currently asymptomatic. If symptoms develop, a potential transcatheter tricuspid valve replacement is being considered.